Manufacturer narrative:
For OEM manufacturing sites: (B)(4). Medical device expiration date: na. Investigation summary: no physical samples were received; the investigation was performed based on the photo provided. This is the 40th related complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformance's were raised in association with this type of event for this lot. The reported issue was observed and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situation analysis (sa) is required at this time.

Event description:
It was reported that the bd safe-clip¿ needle clipping and storage device does not clip the needle. There was no report of patient impact. The following information was provided by the initial reporter, translated from spanish to english: it is communicated to the patient's attending program, on (B)(6) 2021 they are asked to connect via teams, they do not connect to retraining. Therefore, we proceed to schedule for today (B)(6) 2021 in the afternoon. In family retraining, she refers to having difficulties with the needle cutter. She reports that the device no longer fits more needles, therefore it is not possible to dispose of the needle correctly. Likewise, it is identified that the needle when entering the device bends and it is necessary to make sudden movements for it to work. According to the video, the device has been in use since (B)(6) 2019.